Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The access vessels were severely tortuous and calcified, measuring 11 - 12 mm in diameter. It was reported that the bifurcated stent graft was successfully inserted and implanted from the right side. The physician inserted the iliac limb from the left side however due to the severe tortuosity and severe calcification the stent graft delivery system was unable to be advanced to the intended landing zone. The stent graft delivery catheter was removed from the patient and there were kinks present. The physician proceeded with the procedure by using dilators and angioplasty balloons and another endurant iliac limb stent graft was successfully deployed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) (kink). Results and conclusions: (severely tortuous and calcified iliac arteries). Evaluation summary: the delivery system was returned and its evaluation was completed. The stent graft was still loaded. There were severe kinks on the sheath at 7.5, 8.5 and 9.5 cm from the edge of the graft cover. There was 1 mm gap between tip and graft cover, most likely due to shrinkage caused by the kinks. The positioning difficulties and kinks were determined to be due to the service calcified and tortuous anatomy. There are no abnormalities found with the device.